Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that a CT examination completed approximately 13 years post index procedure, confirmed that the aneurx stent graft had migrated 25mm a type ia endoleak was also observed. The proximal aortic neck diameter is now 26mm with moderate thrombus noted. Per the physician, the cause of the event was due to neck dilation. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Review of CT¿s from 13 years post-implant confirmed that the bifurcate appeared to have migrated into the aaa and was positioned ~25mm below the lowest left renal artery. The maximum diameter aaa measured ~6cm and there was a proximal type I endoleak. The neck diameter just below the left renal artery measured ~26mm, 10mm lower was 32mm, and the aortic diameter near the level of the 27mm bifurcate proximal od was ~45mm. The stent grafts were patent with no kinks or compression observed, there was adequate component overlap, and good distal sealing bilaterally. However just proximal to the bifurcate flow divider multiple suture breaks with potential strut fractures were observed. It is possible that disease progression with aortic neck dilatation may have led to the migration. The exact cause of the suture breaks and likely strut fractures observed on the bifurcate could not be determined from the films provided. It is unclear if these issues may have also contributed to the migration, or possibly occurred after the stent graft had migrated. If information is provided in the future, a supplemental report will be issued.